Event description:
It was reported that the ilet pump did not power on despite being placed on a charging pad that displayed a solid green light, and a replacement charging pad was shipped with troubleshooting and education provided. Symptoms included no clinical effects reported. Outcomes included no impact to health and no hospitalization. Investigation included technical support assessment and replacement of the suspected charging accessory. Investigation of this case revealed a suspected charging system malfunction consistent with failure to transfer charge to the device despite apparent charger status, suggestive of an accessory or interface issue. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further evaluation, with potential accessory malfunction.